Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and reformatted the hard drive. System operates as intended. (B) (4)

Event description:
The customer reported the system is displaying an iris pot error. No pt injury was reported.